Event description:
The service report shows the customer reported that the 840 ventilator intermittently stopped cycling while in use on a patient. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the inspiratory pressure transducer autozero solenoid. The customer reported to have followed the tse recommendations and malfunction has been corrected. Customer has conducted final testing. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).